Manufacturer narrative:
G4: (B)(6)2020. H11: h1 and b1 updated: the device was in use at the time of the event; however, there was no patient harm reported. H10: the manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse noted that an automatic adjustment of the near end pressure failed. The fse replaced the oxygen solenoid and data acquisition (da) board and the issue was resolved. The device was returned fully functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 03/26/2020.

Event description:
It was reported that the unit had an unknown ventilator error. The device was in use at the time of the event; however, there was no patient harm or medical intervention other than the transfer of the patient to another ventilator.